Event description:
It was reported via a trial that during a left internal carotid stenting procedure, pressure was applied to the rx acculink stent delivery system (sds) and the device handle broke due to physician holding the shaft as the tech was trying to deploy the stent at the same time. The stent was never deployed; there was no reported partial deployment. The acculink sds and the embolic protection device were removed without incident. The physician felt since he had to start with a new stent he wanted to start with a new embolic protection device too. There was no reported pt effect. A second rx acculink sds and a rx accunet were used to complete the procedure without incident. No additional info provided. This event is being reported based on the device evaluation which revealed the stent was fully deployed and the sheath had separated and was located distally on the delivery system.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (ses) was returned with blood in the stent holder, distal outer sheath and outer member and on the handle suggesting that the ses had entered the pt anatomy. There was no saline visible. The handle was in an unlocked position and the slider was in the proximal position on the handle. The stent implant was deployed from the distal outer sheath. There was no damage noted to the stent implant. The distal outer sheath was retracted 8 mm proximal to the tip. There was a wrinkle in the distal outer sheath 4 m distal to the distal outer sheath, for a length of .5 mm. There was no other damage noted to the ses. The slider was placed back in the distal position of the handle. An attempt was made to retract the distal outer sheath, but when the slider was placed in the proximal position of the handle, the distal outer sheath did not retract. The handle was opened and the slider was not connected to the distal outer sheath. There was adhesive present on the distal outer sheath, suggesting that the outer sheath had been properly bonded to the slider during manufacturing. In this case, the failure to deploy appears to be the result of inadvertently holding the shaft while trying to retract the handle slider to deploy the stent. As a result, the outer sheath detached from the slider within the handle, preventing the slider from retracting the outer sheath. It should be noted that the product instruction for use (IFU) states: "adjust the position of the stent, if necessary. The device is designed to be deployed using one hand. Position the thumb in the textured proximal groove and place two fingers on the pullback handle. If significant resistance is encountered during handle-pullback before the stent is deployed, re-lock the handle and remove the system." The stent implant was returned fully deployed out of the acculink system. As it was reported that the stent was never deployed and there was no partial deployment noted, it is likely that the stent deployed out of the distal sheath due to handling during packaging or during shipping back to abbott vascular for evaluation. The wrinkling noted on the distal sheath also appears to be the result of handling. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents for failure to deploy, breakage of handle, or excessive force reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Overall, the reported failure to deploy, separated outer member from the handle, wrinkling on the distal sheath and stent returned deployed appears to be related to operational context of the procedure and there is no indication to suggest a product quality deficiency. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.